Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2016-01395. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place on (B)(6) 2016 at which time the leads were repositioned and effective stimulation was restored.